Manufacturer narrative:
The field service representative (fsr) inspected the instrument, architect i2000sr, serial # (B)(6). While troubleshooting the issue service determined the assy, itv (rohs)_part number 7-76656-06 was deemed the likely cause for the false elevated b12 results. Replacement of the part resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i2000sr processing module did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module, serial number (B)(6), or the assy, itv (rohs) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier: sid (B)(6) and sid (B)(6).

Event description:
The customer observed falsely elevated architect b12 results for two patients. The following data was provided: all samples processed on (B)(6) 2023. Sid (B)(6) results = 305,739,299,625,344,449,316, and 422 pg/ml sid (B)(6) results = 291,897,310, and 330 pg/ml no impact to pa.tient management was reported.